Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer had issues with questionable results for qc material and ise indirect gen. 2 results for patient samples. Of the data provided for two patient samples, only the following results were discrepant. Patient 1 initial chloride result was 101 mmol/l and the repeat result was 91 mmol/l. Patient 2 initial sodium result was 127 mmol/l and the repeat result was 136 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided.